Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was an air bubble in the tubing and reservoir. Customer¿s blood glucose level was 145 mg/dl. Customer reported that the size of the air bubble was one centimeter in size. Air bubble occurred after six hours. The device will not be returned for analysis.